Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green button, but was unable to squeeze the handle, hence the device did not fire. It was also reported that there was an issue with unloading the first reload. Another reload was used, but the same issue occurred. A third reload and a new handle were used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal cancer procedure, the surgeon attempted to fire the handle and it moved a bit, which leads to incomplete staple line on the distal and proximal area. It was also reported that there was an issue with unloading the first reload. Another reload was used but the same issue occurred. A third reload and a new handle were used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The photo shows the instrument engaged with the purple reload. The rotation collar is cracked. The instrument was received engaged with the subject reload. The rotation collar was broken in half and separated from the instrument. Due to the noted damage no, functional testing was performed. The tube housing was hanging from the instrument and the proximal part of the firing rod was bent. The subject reload was forcefully removed from the instrument. No further functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.